Event description:
It was reported that during an unk procedure, the obturator and cannula could not be matched. The obturator could not pass through the cannula's seal. The outer sleeve was labeled 11 mm. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.